Event description:
It was reported that customer received an unspecified malfunction on pump. Reportedly, the customer blood glucose level was high at the time of event.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.